Event description:
Device 2 of 4. Reference MFR report numbers: 1627487-2012-00283, 1627487-2012-00285 and 1627487-2012-00286. It was reported the pt (B)(6) developed an infection which was found at the ipg pocket, along the tunneling path and at the lead incision site. A culture was taken, and the results indicated a staph infection was present. As such, the pt's scs system was explanted. Intravenous antibiotics were administered as treatment. Follow-up on this matter found the pt is recovering well.

Manufacturer narrative:
Eval method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.